Event description:
Customer reported an incident where the machine was in the prime test for more than 60 minutes (frozen screen). The screen had 2 'boxes' highlighted in blue with a message "checking none", with no error codes. No blood loss was reported.

Manufacturer narrative:
The gamro representative instructed the customer to reboot and try to restart the prime test. The customer was able to restart the machine and begin treatment. No blood loss nor medical intervention was reported. We have requested the downloaded machine data files and any screenshots of the event if available. The company is aware of this machine malfunction (frozen screen) and is working on corrections.